Event description:
Initial phosphorus result 6.9 mg/dl. Same sample repeated twice gave result of 3.3 mg/dl both times. The initial result was not reported. The field service representative determined there was a problem with the reagent probe. The instrument was repaired.